Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained elevated blood glucose while using the ilet system, and a partial infusion site change was completed with customer support without abnormalities noted at the site. Symptoms included hyperglycemia. Outcomes included user education and successful troubleshooting with no alerts, alarms, or hospitalization. Investigation included guided troubleshooting focused on infusion site function and user technique. Investigation of this case revealed no device malfunction observed during the interaction and no abnormal findings at the infusion site. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.